Manufacturer narrative:
The reported events of backup operation and inability to interrogate were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.¿

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information noted that the patient was stable post procedure.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was in backup vvi. The patient was the brought into clinic but physician was unable to interrogate the device. Several unsuccessful attempts were made. The patient was experiencing bradycardia during the event. A device was explanted and replaced. More information was requested but not provided.

Manufacturer narrative:
The reported events of lead [low impedance, no capture, and sudden battery voltage drop] were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.